Manufacturer narrative:
(B)(4).

Event description:
Cracked while trying to be used. There was no report of pieces falling into the cavity or impacting the pt. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.